Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "light scattering" (no code available [iol (intraocular lens) implant]). A surgeon reported that following intraocular lens (iol) implant surgeries, he has noted light scattering on the iol's of some of his pts. One of the pts experienced a decrease in visual acuity. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the pts without decreased va. The report for the pt who experienced a decrease in (B)(4) was previously filed under MFR report #1119421-2010-00563.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to the mfg documentation. (B)(4).